Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible fracture. It was noted that the rv lead and the right atrial (ra) lead were very close and embedded and so the physician chose to extract both leads. While extracting the ra lead, the patient experienced a cardiac tamponade. A pericardiocentesis was performed, and the patient recovered successfully. The physician will monitor the patient's condition prior to determining if a new lead will be implanted. No further patient complications have been reported as a result of this event.